Event description:
It was reported that pump touchscreen was unresponsive. There was no reported information about overall impact to the customer¿s blood glucose level. Customer declined further follow up with support, provided no additional details, was out of warranty, and was in process of obtaining new device while support staff documented issue using active serial number on file.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.